Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a number of short interval counts (sic). Also, there was no egm to view. The lead and the implantable cardioverter defibrillator (ICD)&#1157;main in use. No patient complications have been reported as a result of this event.